Event description:
The customer reported that a d10 infusion completed without alarming correctly because the rn found the IV pump reading "infusion complete" but no audible or visual alarm had occurred. A capillary blood glucose test was performed. The nurse also stated that she believed that the infusion completed sooner than it should have.

Manufacturer narrative:
Conclusion code: no available code for undetermined or unknown cause. The customer¿s report of the pump reading ¿infusion complete¿ with no alarm could not be definitively confirmed. The event log review indicates that the reported suspect module s/n (B)(4) was not in use at the time of the event, however a delayed infusion was programmed on pump module s/n (B)(4) (channel b) at 4:21 pm on (B)(6) 2015. The device was programmed to infuse "maintenance ivf" at a rate of 12ml/hr with a vtbi of 4.332ml. The user programmed a delay for 5 minutes with a callback before & after. At 4:22 pm, the user changed the rate to 13.6ml/hr and the vtbi to 50ml and started the infusion. At 8:03 pm, the infusion completed. The callback alarm was silenced then the user, selected the pump module and confirmed the callback warning, changed the vtbi to 40ml and started the infusion. At 11:01 pm, the infusion completed and the user confirmed the callback warning. The pump module remained in this state with ¿infusion complete¿ scrolling on the pump module and ¿complete¿ showing on the pcu for unit b, until 11:35 pm when the user selected the device and changed the vtbi to 0.5ml. The root cause of the reported event was not definitively not identified, however the log does show that there were delayed infusions with callback alarms that occurred on pump module s/n (B)(4). Devices not received, log review only.